Manufacturer narrative:
The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Device history record (DHR) review was conducted for the reported identification number. The lot was released meeting all qa specifications.

Event description:
It was reported that during a novasure endometrial ablation procedure a "perforation of the uterus occurred either during dilation, sounding, or insertion of the device on left side." No additional information was received.